Event description:
It has been reported to philips that the system would not turn on. The system use at the time of event was in clinical use. There was no harm reported.a philips field service engineer inspected the system on site and reinstalled the software which returned the device to use in a good working condition.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not be turned on. Analysis of the system log file showed that the flexvision pc was not communicating to the host pc. During troubleshooting, the fse found that there was an issue with software. The fse reinstalled the software. After reinstalling the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.